Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) of an interlink y-site that had a leakage during an unknown process step. There was no patient injury or medical intervention associated with this event. No additional information is available.